Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Log file was received, however, could not be analyzed as they were not in the correct format. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
A pericardiocentesis was performed to stabilize the patient.

Event description:
During an atrial fibrillation procedure, a tamponade occurred. Transseptal puncture was done and mapping and ablation was started. During ablation in the left superior pulmonary vein, the patient felt pain and then became hypotensive. An echocardiogram was performed which revealed a tamponade and the patient was transferred to surgery. There were no performance issues with any abbott devices.